Event description:
Under-infused/run led issue - the pump appeared to be running but was not.

Manufacturer narrative:
Investigation evaluation: the "run" led is an issue b braun medical inc. Is aware of in which the outlook es safety infusion system may halt infusion but the "run" light emitting diode (led) on the display continues to advance as if the pump were infusion. The pump emits a backup alarm, but there are no visual indicators that the infusion has stopped. B braun has initiated CAPA (B)(4), which addresses this issue by upgrading the main processor board and the pump's main software. These upgrades eliminate the inability of the door processor "run" led to respond with adequate indication of pump functionality when the main processor malfunctions. The reporting facility reported no patient injury occurred as a result of the device malfunction.